Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set. A replacement device was sent to the customer. In follow up with a complaint handler on 06/22/2019, the customer indicated that she developed mastitis three times, along with bleeding nipples for which she was prescribed an antibiotic and an all-purpose nipple cream. The customer indicated that her pain was diminishing and that she just needed to continue to heal. She indicated that the replacement pump was working without issue. The customer indicated that she wanted to be put in touch with a medela clinician, who contacted the customer, with no response as of the date of this report. The device was returned and it was identified during the product evaluation that the flag on the pump was missing, so the pump was not tested, as a pump with a missing flag is designed to fail safe and operate at one vacuum speed. Refer to attached product evaluation. CAPA-(B)(4) was opened to investigate the issue of broken/damaged/missing flags on the pump in style. The customer's report of not being able to adjust the pump vacuum level was confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On (B)(6) 2019, the customer alleged to medela llc that the suction on her pump in style breast pump was low, the let down button did not work, and that the pump was stuck on one speed and the suction appeared to be the same, regardless of where the vacuum level was set. She further alleged that she was in pain due to the pump not emptying her breasts.